Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a ureteroscopy procedure (patient age and weight unknown). According to the complainant, after successfully placing a stent within the patient's ureter, and as they were removing the sensor guide wire from the scope, the blue coating flaked off the wire. The flakes fell off inside the patient, however, the physician used irrigation to wash the flakes away. No other follow up will be necessary for this event. The procedure was successfully complete using this device. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.